Event description:
In 1985, the planitiff underwent a surgical procedure for the inserton of a greenfield vena cava filter. In 2000, the patient underwent a diagnostic procedure in an attempt to discover the source of abdominal and flank pain they had been experiencing, which procedure revealed that a limb of the greenfield filter migrated to aposition against the l2 vertebra causing them the following alleged injuries and damages: abdominal pain, flank pain, back pain, chest wall pain syndrome and psychological upset.